Manufacturer narrative:
The unknown handpiece has not been returned for evaluation. 3318606e (ipc visao cooling set): the product analysis indicates one sample of part number 3318606e from lot number 0213624012 was received. A microscope was used to evaluate the device. The visao irrigation tubing set found that when received, the roller clamp was engaged which controls the flow of irrigation through the tubing set. The roller clamp was disengaged for the analysis. There was trace amounts of fluid in the tubing. Visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. Functionally, water passed through both sides of the tubing set unobstructed. The ends were blocked off and the tubing set pressurized with no leaks. There was no fault found therefore manufacturing and supplier issues have been ruled out as a likely cause. The information most likely indicates only a perceived issue with the device due to improper set up. Conclusion: no failure detected, device operated within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 3318606e ¿ ipc visao cooling set, lot # 0213624012, manufactured date ¿ jul/10/2017, expiration date ¿ jul/09/2021, 510(k) # k081277, UDI # (B)(4). Evaluation was not performed on the handpiece; the device was not returned for analysis. The ipc visao cooling set was returned for analysis. Device evaluation anticipated but not yet begun if information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intra-operative the handpiece was overheating during drilling. The ipc visao irrigation cooling set was used along with the handpiece. The facility confirmed that the water in the irrigation cooling set tube did not flow. Another tube was used to complete the surgery and there was no further issue. There was no patient impact.